Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump shut down despite a near-full battery and would not power on when placed on the charger, with a flashing green light observed; the user had tried multiple outlets and no accessories were obstructing the device, and a replacement pump was arranged. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included continued diabetes management using cgm via the dexcom app or receiver and instructions provided to shut down the device, return the original within one week using a supplied label, and complete standard startup on the replacement as data would not transfer. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.